Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg incision site was not healing properly. The patient underwent a procedure wherein the wound was irrigated and debrided. It was also reported that the ipg was neither removed nor revised during the procedure. No device malfunction was suspected. The patient was reportedly doing well post operatively.